Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, the maryland bipolar forceps instrument arced and did not fire. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected prior to use with no abnormality. A pin gauge was used to inspect the cannula. It was unknown if arcing was observed as there was no damage noted to the instrument/ accessory. The monopolar cord was not connected to a bipolar instrument. The customer confirmed that no fragment fell inside of the patient. The patient had no injury/harm and has not returned to the hospital due to experiencing any post-surgical complications. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Although requested, the following information is unknown: where the arcing appeared to occur/ ground, the surgical task that was being performed, the type of energy that was activated, the type and settings of generator/ electrosurgical unit (esu) was used, what other instruments were in use. Additionally, if the instrument tips collided with any other instrument or tool during procedure and the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument, how long the instrument was in use and if the instrument tip(s) was in contact with tissue. The cause of arcing. If the instrument tip(s) touched any staples, clips or sutures while energized and if the instrument was removed at any time prior to arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/ lot# k10211102-0299) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on 27-may-2022 via system serial# sk1583 for a neck anastomosis esophagectomy transthoracic surgical procedure. There were 3 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, the maryland bipolar forceps instrument arced and did not fire. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint that ¿the maryland bipolar forceps instrument arced and did not fire.¿ visual inspection of the distal end of the instrument found no physical damage to the grips or yaw pulley. No cables or wires were damaged at the distal end. No signs of thermal damage was observed. An electrical continuity test was performed and passed. The housing was removed from the back end, no damage was found. There was no problem detected for the customer reported complaint. Additional observations not reported by the site were also identified. The instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter on multiple attempts. No functional test could be performed on an in-house system due to the engagement failures. A review of the logs did not reveal any failures related to the reported instrument. The root cause was not determinable. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.067¿ - 0.213¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.